Event description:
It was reported that via remote transmission multiple inappropriate auto mode switches episodes due to far r wave oversensing. Patient was asymptomatic. Programming changes were recommended and will be made during the patients next follow-up check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.